Manufacturer narrative:
Upon receipt, the device was submitted for a thorough analysis. Review of device memory found no irregularities. Review of device egms were believed to be consistent with a hole in the seal plug. The device was interrogated and it was verified that there was no noise present on the device. The device passed all testing. The set screw was in the ¿up¿ position and moved freely. No obstruction was found in the port and some possible tool marks were noted on the device housing. Microscopic visual inspection noted a hole in the seal plug of the s-ICD. Device analysis confirmed the clinical observation. This was likely the root cause of the oversensing and subsequent inappropriate shock observed clinically.

Event description:
Boston scientific received information that, approximately two weeks post-implant, the patient with this s-ICD received an inappropriate shock due to oversensing of noise. Pocket manipulation could not recreate the noise. Review of device data by a technical services (ts) consultant confirmed the clinical observations. It was confirmed that, at the time of shock delivery, the device was programmed to the secondary vector but had since been reprogrammed to primary. Ts discussed that, if necessary, the pocket could be opened. If at that point, the set screw was tightened properly and no other issues were obvious, the s-ICD should then be replaced and returned for analysis. Engineers further discussed the possibilities of either an intermittent or incomplete set screw connection or a potential hole in the seal plug. The device was later replaced and returned for analysis.